Manufacturer narrative:
Device received with no button response due to flattened button dome switch .the keypad connector on j2 or lcd is locked properly during visual inspection. Unable to verify compromised force sensor system alarm and perform displacement test, basic occlusion test, occlusion test, compromised force sensor system test, rewind test and excessive no delivery test due to no button response.

Manufacturer narrative:
Device received with no button response due to flattened button dome switch .the keypad connector on lcd is locked properly during visual inspection. Unable to verify compromised force sensor system alarm and perform displacement test, basic occlusion test, occlusion test, compromised force sensor system test, rewind test and excessive no delivery test due to no button response.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime rewind process.  Customer reported that the force sensor does not detect the reservoir.  Customer's blood glucose reading was 163 mg/dl.  Advised discontinuation of the insulin pump and revert to back up plan per health care professional.  Product is being returned and replaced.